Event description:
It was reported that a malfunction occurred on the pump, indicated by malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assistance to reset the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the issue arises again, to which the caller acknowledged and understood.